Event description:
During troubleshooting for an unrelated alarm, it was reported that a system error (se) 2367 (air in set) alarm occurred on the home choice (hc). The event occurred during dwell four on the hc and the home patient (hp) was connected. The technical service representative (tsr) had the home patient (hp) closed all the clamps and advised to end therapy. The hp would continue therapy with a manual exchange. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.